Event description:
It was reported that during the initial placement of an inflatable penile prosthesis (ipp), a distal corporal perforation occurred, which resulted in the placement of only one cylinder. Following the procedure, the patient did not achieve satisfactory outcomes with the implant. Consequently, a subsequent surgical intervention was performed. During this procedure, the previously placed single cylinder was removed and replaced with two new cylinders and a pump. The original reservoir was retained, drained and subsequently refilled. No additional patient complications were reported.

Manufacturer narrative:
Model number/catalog number: 720185-01 serial number: n/a batch/lot number: 1100536498 model/catalog description: reservoir flat iz 100 ml unique identifier (UDI) #: (B)(4). The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. The patient symptom is a known risk associated with this device type/procedure, and it is noted as such as in the instructions for use. Based on the information available, the conclusion codes of caused not established and known inherent risk of device were assigned to this investigation.